Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection for the last three times when the patient used the purewick female external catheter. It is unknown what treatment was provided for the urinary tract infection.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection for the last three times when the patient used the purewick female external catheter. It is unknown what treatment was provided for the urinary tract infection. Per follow up made 05nov2020, caller indicated customer treating the utis, not caused from the machine.